Event description:
Ra lead undersensing. May be causing false device-classified termination of events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).